Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and the ring #16 was found damage and lifted. Then, the catheter outer diameter was measured and it was found within specification. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage on the surface of the ring with a lifted edge. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the ring cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and a spline was reportedly broken. It was reported the pentaray nav high-density mapping eco catheter had a ¿pentaray-shaped¿ deflection where one spline was broken. No wires were exposed, no rings were observed to be sharp or lifted and there was no resistance inserting or removing the catheter. The break was approximately in the middle of the spline. There was no patient consequence. The reported event was assessed as not MDR reportable since there were no internal components exposed and that the spline merely had a bend. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified ¿ring 16 on spine d is damaged and lifted.¿ these findings have been reviewed and assessed as MDR reportable. Additionally, on (B)(6) 2019, a scanning electron microscope (sem) analysis was performed. Sem showed evidence of mechanical damage on the surface of the ring with a lifted edge. This finding has been reviewed and determined this finding continues to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction upon initial visual analysis on 1/04/2018 and reassessed this complaint as MDR reportable.